Manufacturer narrative:
Patient information: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2020 and (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was unhappy with the intraocular lens (iol) implanted in the right (od) eye as patient sees glare and halos post-op. The iol then was explanted requiring incision enlargement and the suspect iol was replaced with the same model but higher diopter power, 17.5. There is no further information provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 2/4/2021 section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned and lens damage was observed, however this can be attributed to receiving the returned lens crushed in the lens insert and cannot be confirmed to be related to manufacturing. The complaint issues could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.